Manufacturer narrative:
B5; additional information received: the site reported that stenosis was seen in the contralateral limb etlw1616c124ee. There was no kink or damage to the graft and the stenosis is not affecting flow to any of the grafts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent a procedure involving the implantation of a stent graft endur ii bif. The patient experienced stent graft stenosis located in the right limb, which was related to the device. No additional medical intervention was required to prevent permanent injury or impairment.

Manufacturer narrative:
Additional information received; the contralateral limb containing the stenosis was confirmed in etlw1616c124ee s/n:(B)(6); use by date: 2026-01-31; UDI # (B)(4). Additional information received shows that there is no information to reasonably suggest that the device reported in regulatory report # etbf2516c166ee (B)(6) may have caused or contributed to a death or serious injury or that etbf2516c166ee (B)(6) has malfunctioned. Correction: fdd code a0504 reported in associated regulatory report # was reported in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was clarified that the stent graft stenosis was identified by corelab imaging review. The site reported that the patient has undergone an ultrasound at 6 months post-index. According to the ultrasound, limbs are patent in both sides and no stent graft stenosis was seen. There is, however , a tight stenosis in right side common femoral artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.